Event description:
It was reported that the rv lead was capped and a new 5024 lead was implanted. Follow up was requested to check on the explant date. It was reported by the representative that "no lead was replaced at this admission. Patient did have a lead replacement back in (B)(6) 1996. They used another 5024m-52cm. Not sure why it was replaced then. I don't have the old record." There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.